Manufacturer narrative:
Concomitant medical products: w1tr01 crtp; implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket erosion with resulted in an infection. The cardiac resynchronization therapy pacemaker (crt-p) system was explanted and replaced with a leadless implantable pulse generator (ipg). Cultures were taken and antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.